Manufacturer narrative:
(B)(4). Conclusion: according to the received information, the device had a crack in the housing, where electrolyte leaked out and there was contact to the patient's mother. The device has been disposed and will not be received for investigation. This is a final report.

Event description:
Dacapo power pack showed electrolyte leakage. No injuries were reported.

Manufacturer narrative:
(B)(4). The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Dacapo power pack showed electrolyte leakage. No injuries were reported.